Event description:
The patient has not been able to walk securely since the surgery. She has been using a walker and wheel chair. Her pain is intermittent but when it is severe, it shoots down her leg. The surgeon stated she has elevated metal ions and is continuing to monitor her bloodwork. The patient's daughter states that her mother is sick all of the time and is vomiting frequently and wants to know if this could be a result of elevated cocr. The patient is on dialysis and has a heart condition therefore the surgeon says she is not a candidate for revision surgery. The patient's daughter wants to know if her implants are part of a recall.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.